Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, there was a "beltslip" error message observed on the roller pump. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service repair technician (srt) observed the main bearing leaking onto the gut shaft. The main bearing was replaced along with the drive belt and small pulley that were replaced as a precaution but the "beltslip" message was still appearing during testing. Upon further troubleshooting, the srt observed the motor to be pulsating with no load on the roller pump. The pump was at zero occlusion, with no tubing and a "beltslip" message was still observed. The motor was replaced which resolved the issue. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00380 and MDR #1828100-2015-00395. The roller pump has software version 1.40. The reported complaint was confirmed. During laboratory evaluation, the pst observed a beltslip message on roller pump display while the pump was running near maximum occlusion. No mechanical or electronic anomalies were observed. The pst slightly un-occluded the pump and observed no "beltslip" error message. He ran the roller pump for 24 hours and observed the pump to function properly. The product will be sent to service for further testing.